Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with c1 <(>&<)> c2 fracture for fusion. It was reported that the spinous process clamp was not stable when clamped on the c2 spinous process due to the drill bit <(>&<)> the tap not advancing in the bone. The physician had to push hard to get them to engage and therefore the anatomy shifted. The amount of force applied to get the tap to engage was what led to the misalignment and loss of fidelity. A c2 screw was placed directly in the vertebral artery and the patient was taken to ir after surgery to confirm no further action was needed. There were no patient symptoms or complications reported as a result of this event. Additional information received from the manufacturer representative that the instruments were dull and hard to advance. Physician felt the nav 2.4 drill bits (brand new) and our taps were dull. There was a 1 hour delay in procedure due to re-spinning and trying to seat the rod with the misplaced screw at c2 additional information received from the manufacturer representative that the event is an out of box failure as per physician. The general observation of the physician on the system was that bits <(>&<)> taps are dull and lead to pushing harder on them to engage. The extra force applied to get them to engage is what caused the fracture to shift. There would not be a return as the hospital has the items in their possession. Additional information received from the manufacturer representative that when there is an adverse event in the or, the hospital collects the items in question. Rep will send the product for evaluation if the hospital releases the instruments in future.